Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. A supply change was performed to resolve the issue. It was also reported that the insulin gauge was inaccurate. Customer continued to use the cartridge. Customers blood glucose was 325 md/dl at the time of event.